Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was confirmed by the technical heart failure specialist team that the patient's cardiomems waveforms were dampened. There were no adverse consequences to the patient. The physician is currently monitoring the patient via standard of care heart failure management without the cardiomems data.